Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in d6b (explant date). Upon review, it was identified that explant date has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the bleeding at the access site was patient related due to underlying coagulopathy with multi-site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support the 67-year-old male who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was known to have disseminated intravascular coagulation prior to the pump placement. Other underlying medical history was not shared. The pump was supporting when on 2 of the support the team observed a bleed from the impella access site. This prompted troubleshooting by applying manual pressure and suture. These measures were not sufficient as bleeding was from multiple sites and so 3 units of red blood cells were infused back to the patient. The patient was bleeding from the impella site, the arterial line, and initial radial site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remains on for support at this time. The patient has survived the bleed.